Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: 00598801118 61792190 stem extension, 00588001401 61885066 femoral component. Foreign country: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02576, 0002648920-2020-00348.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 8 years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.